Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 2-3 with thick leaflets. While performing grasping and capturing attempts, the leaflets repeatedly slipped out of the clip presumably due to anatomical conditions. Subsequently, the clip was removed from the patient and the procedure was concluded with no clips implanted and no change in mr. Upon functional testing outside of the patient, it was noticed that the grippers did not lower to the same angles. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation) was not confirmed via returned device analysis. The reported positioning failure (leaflet capture and grasping) were unable to be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported gripper actuation issue could not be determined. The reported positioning failure (leaflet capture and grasping) were due to anatomical conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.